Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump had reoccurrence of frozen display. The customer's blood glucose was unknown at the time of incident. Customer also stated that the time clock did not advance. The buttons were unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product will return for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and was programmed with the current time and date. No frozen screen or time/date anomalies noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. All buttons functioning properly. No damage to the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. (B)(4).